Manufacturer narrative:
Product analysis: the device was returned with the stent off the balloon. The stent did not return for analysis. There was hardened blood/contrast inside the balloon lumen. There was no damage to the distal tip of the delivery system. The balloon folds were unopened and intact. Crimp impressions were visible over the balloon working length image review: review of the procedural images confirm the tortuosity and calcified nature of the rca vessel. The stent is visible in the mid rca post dislodgement however it is not possible to confirm if the segments/struts are deformed as the images are in 2d. The images capture the deployment of another stent to jail the dislodged stent to the vessel wall.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during attempts to deploy an integrity stent in a patient that it dislodged. The target lesion located in the mid rca was moderately calcified, slightly tortuous and exhibited 90% stenosis. It was reported that the integrity device was removed from its packaging as per IFU and inspected with no issues noted. No difficulties were noted when removing the protective sheath, no issues noted to stent post sheath removal. The lesion was pre-dilated. A buddy wire and a 6f guideliner were used to aid in delivery of the stent. Resistance was noted advancing the device to the lesion. It was also reported that excessive force was used during delivery. It was reported that during advancement of the device that the stent got caught in the mid rca and the stent dislodged proximal to the lesion due to tortuosity and calcification. The inflation device remained on neutral pressure during delivery of the device. The stent may have been stripped off at the tip of the guideliner. Stent was trapped by another stent in the vessel. The device did not pass through a previously-deployed stent. Patient reported to be alive with no injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.